Event description:
Surgeon reports a patient experienced a decrease in their visual acuity (va) which he attributed to the presence of a membrane on the anterior surface of the intraocular lens (iol). Surgeon reported a yag procedure was performed, however, it did not remove this membrane.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. Additional information was requested.